Event description:
It was reported that a resolute integrity drug eluting stent was implanted approximately 4 days post expiry. No patient injury or other clinical sequelae were reported for this event and the patient is reported to be doing very well post procedure.

Manufacturer narrative:
Evaluation results: shelf life exceeded. No results available since no evaluation performed (no device returned for evaluation). Failure to follow instructions (it is recommended that the shelf life be verified prior to use as per IFU). Evaluation conclusion: failure to follow instructions (it is recommended that the shelf life be verified prior to use as per IFU). (B)(4).